Event description:
Complainant alleged that the device will not power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product, and will be providing a follow-up report when our investigation is completed.